Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: j-pouch. According to the reporter: stapler and reload were applied to tissue. After firing, the surgeon could not retract the jaws of the stapler back to an "open' position. Additional tissue was resected in order to removed the stapler. Approximately 12mm tissue loss was reported.